Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a bilateral ureteroscopy procedure, the wires of the ngage nitinol stone extractor basket were twisted around and the device did not open properly to it's full size. Two successful stone passes were able to be made during the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The returned device was found to be non-functional due to sheath kinks. Two kinks were found on the sheath of the returned device. The kinks prevented the basket subassembly from freely moving within the sheath. The basket would not fully open, preventing the basket from assuming its proper shape. All devices are 100% inspected for functionality and integrity before packaging. The cause of the kinks are unknown. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.